Manufacturer narrative:
The acquisition (acq) pc failed automatic power up because the unit was missing the cmos batter on the motherboard. The acq powered up manually but the unit failed to boot up to the application when attempted to verify the software version.

Event description:
It was reported that an aborted procedure occurred. The ilab cart system was selected for use. During preparation for the procedure, the machine malfunctioned and the procedure could not be completed. The patient was sedated at the time the procedure was rescheduled.

Event description:
It was reported that an aborted procedure occurred. The ilab cart system was selected for use. During preparation for the procedure, the machine malfunctioned and the procedure could not be completed. The patient was sedated at the time the procedure was rescheduled.